Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on-site, where the issue was confirmed. During troubleshooting, the device failed not only the pressure transducer test but also the flow transducer test and alarmed for a technical error in the expiratory cassette. To address the issue, the monitoring printed circuit board (pcb) was replaced as a precautionary measure due to some technical alarms found in the device's history log. After replacing the monitoring pcb, the device still alarmed for a technical error in the expiratory cassette and failed the pressure transducer and flow transducer tests. During further troubleshooting, both the expiratory channel pcb and both pressure transducer pcbs were replaced, and puc was once again initiated. After this replacement, the device passed the pressure transducer test but still alarmed for a technical error in the expiratory cassette. Finally, after replacing the expiratory channel connector pcb, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the failed pressure transducer and flow transducer tests, as well as the generation of the technical error alarm in the expiratory cassette. The pressure transducer pcbs, the expiratory channel pcb, the expiratory channel connector pcb, and the monitoring pcb were all returned for further investigation. When the pressure transducer pcbs were inserted into a reference ventilator for simulated use testing, the puc failed both the internal leakage test and the pressure transducer test. During ventilation, several alarms were generated, such as peep high, paw high, and high continuous pressure. Further inspection of the parts revealed that the puc failures were only generated by the inspiratory pressure transducer pcb (s/n (B)(6)). When measuring the zero pressure voltage, a significant offset drift was detected. No imbalance was found when measuring the wheatstone bridge. No dirt particles or debris were found inside the pressure sensor's cavity that would have impacted the pressure measurements. When the expiratory channel connector pcb was inserted into a reference ventilator for simulated use testing, the device started to generate a technical alarm in the expiratory cassette as well as a technical alarm referring to ventilation errors. During simulated use testing, the flow transducer test failed. Ventilation could not be performed properly due to the generation of the technical alarms. Further component analysis was conducted; however, no specific component failure could be detected. Our conclusion is that the device failed to meet its specifications and that the reported issue was caused by the inspiratory pressure transducer pcb and the expiratory channel connector pcb.